Manufacturer narrative:
The device was sent back to the MFR, but the investigation has not yet begun.

Event description:
It was reported that while washing out in the intraspine some of the fibers from the femoral canal brush came off. The surgeon lavaged out the fibers, but could not confirm that all were removed.